Event description:
It was reported that the patient had an advance xp sling implanted. The level of incontinence was better after implant, but then began to deteriorate. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to recurring incontinence. Following the surgery, the device functioned normally.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported implant of an artificial urinary sphincter cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the sling - mens instruction for use document and urinary incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons. There were no patient complications reported.